Event description:
Pt. Presented to the ed dept in 2003 with decreased pulse and capillary refill and increased pain in left foot. Taken to radiology special procedures for a diagnostic angiogram and thrombolysis. The angiogram showed no occluded fem-fem [femoral-femoral] graft and an embolus in the left tibioperoneal trunk. Retavase thrombolysis was initiated. Pt. Returned to radiology special procedures for a retavase thrombolytic therapy follow-up angiogram one month later. It showed that the fem-fem cross over graft had good flow and the thrombus in the lift tibioperoneal trunk had also been lysed with good flow to the foot. There was a high grade in stint. (Rcia) restenosis that would limit flow to the right to left fem-fem. An attempt was made to do percutaneous transluminal angiogram however the balloon ruptured and became lodged within the stent and was unable to be removed. The rupture noted to be circumferential with the two ends of the balloon migrating to opposite ends of the balloon catheter. All attempts to retrieve failed due to the circumferential nature of the balloon tear. At that point percutaneous intervention was immediately abandoned and the pt was brought to the or immediately for removal of the balloon and reconstruction. Pt. Without incident and was discharged to home.